Event description:
The customer was hospitalized for high bgs. It was reported that the customer was rushed to emergency room for seizure. Troubleshooting was performed. The programming, insulin concnetration, and bolus history were correct. Instructed customer to call back to perform the high-pressure test when the clamp arrives.